Event description:
A report was received that the patient's lead has migrated and wrapped itself around the ipg. During the lead revision procedure, the physician droppped the ipg and decided to replace it. The patient's leads were also replaced. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Additional suspect device components involved in the event: model: sc-2138-50, description: phase iii linear lead - 50cm; model: sc-2138-50, description: phase iii linear lead -50cm. Product analysis of the ipg indicated the ipg exhibited normal characteristics. The leads were discarded and not returned to the manufacturer. This is a final report.